Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). Another test was performed on same day using another brand (denka quick navi) and generated a positive result. The customer stated the patient was asymptomatic . No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023 this MFR. Report addresses test one (1) of two (2). Another test was performed on same day using another brand (denka quick navi) and generated a positive result the customer stated the patient was asymptomatic no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device evaluated by MFR: device discarded, single use device.